Manufacturer narrative:
The device was inspected at sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of fourier transform infrared spectrophotometer analysis of the foreign matter, silicone was detected and there was peak like dimethylpolysiloxane. As a result of energy dispersive x-ray analysis of the foreign matter, silicon was detected strongly, it might be silicic acid (silica and so on). Based on the result of the analysis of the foreign matter, omsc surmised that the foreign matter might be derived from antifoam agent which contained dimethylpolysiloxane and hydrated silicon dioxide. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that the reported phenomenon was attributed to accumulation of dried residue of antifoam agent and so on due to inappropriate and/or insufficient reprocess. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that there was foreign matter and dirt inside the air/water nozzle and at mouth of the air/water nozzle. The subject device had been returned to omsc for repair because the endoscopic image had been cloudy during the procedure. There was no report of patient injury associated with the event.